Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic balloon dilation procedure in the bile duct, performed on an unknown date. No issues were noted with the device. According to the complainant, shortly after stent placement (same day as procedure), the patient developed a fever. The flexima biliary stent was replaced with a competitor's device, however, the patient's fever returned. The patient's known allergies were not reported. However, the physician considered that the fever was caused by an allergic reaction and suspected the possibility of allergy due to the material of the implanted stent.